Manufacturer narrative:
Additional information: d9, g3, h3, h6. The manufacturer evaluation revealed the gear ring at the drill chuck and the bearing are worn out.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the customer sent a picture showing that the approach has fallen apart in practice. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received. Update kpilz 20-oct-2025: further information was received that during a surgery the device got blocked and fell apart. The device has been reassembled and was used to fiinish the surgery successfully. It was not necessary to switch the surgical technique or do a second surgery. Per complaint reporter there was no harm for patient, operator or third party.